Event description:
It was reported that the forceps were sparking and smoking. Insulation has separated from the collar where it goes into the handle on all items. No negative impact in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).